Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During fill 2 of 8 the patient encountered multiple air detected in cassette warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid was discovered in the pump module area and on the external of the cassette. It was also indicated that fluid was leaking from a possible rupture in the cassette. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment that evening. The patient used the cycler the following day and has continued to use the cycler and has not had any issues since. The cycler set was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During fill 2 of 8 the patient encountered multiple air detected in cassette warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid was discovered in the pump module area and on the external of the cassette. It was also indicated that fluid was leaking from a possible rupture in the cassette. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment that evening. The patient used the cycler the following day and has continued to use the cycler and has not had any issues since. The cycler set was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the sample was received without original package. A disinfection and visual inspection were performed to the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found, this kind of damage could have the following causes as per risk analysis 509434: pump door is sharp or closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation, however a specific cause could not be established.